Event description:
Information was received indicating that cadd administration set leaked while in use with the patient. The reporter stated that leaking occurred where the external tubing joins the tubing within the cassette. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
Device evaluation summary: one cadd administration set was returned for analysis in used condition. Visual inspection of the set found that sample was received without the spike and a section of the star tube cut. Leak testing was could not be performed on the sample as the sample was not received in conditions since the missing components are required to connect to the leak tester. Based on the evidence, the complaint was confirmed. The problem source of the event could not be identified.